Event description:
Pt was receiving a bath. The pt was secured by the two lift straps. The trolley chair was lifted out of the whirlpool. (Using remote control). Staff was standing on the right side of the tub. The pt became spastic and the belts popped off. Pt fell off trolley onto the floor. (On the left side).device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - inadequate, design - human factors. Conclusion: device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.